Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 107.. The cause for the failure was isolated to a shorted u407 component on the computer/analog pca. The root cause for the defective u407 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor displayed service code 107 (multiple abnormal shutdowns).